Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, when the target location was selected for the right ventricular (rv) lead, the guild wire could not be draw back and lead helix could not be retracted. The lead was attempted and not used. Another lead was used. It was also reported the left ventricular (lv) lead could not reach the lateral vein after several attempts. When the lv lead was placed well, the lead dislodged while slitting sheath. Finally physician gave up implanting lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.